Event description:
It was reported that the wire guide included in the neff percutaneous access set unraveled during an ultrasound-guided percutaneous transhepatic biliary drainage procedure for a 65-year-old patient of unknown gender. Upon opening the packaging and inspecting the product, it was observed that the tip of the wire guide had split. The procedure was successfully completed by using another new device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. Additional information regarding the event has been requested but is currently unavailable.

Manufacturer narrative:
E1 - phone number: (B)(6). G4 - PMA/510(k) #: exempt. H3 - device evaluated by mfg?: device return status is currently unknown. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported that the wire guide included in the neff percutaneous access set unraveled during an ultrasound-guided percutaneous transhepatic biliary drainage procedure for a 65-year-old patient of unknown gender. Upon opening the packaging and inspecting the product, it was observed that the tip of the wire guide had split. The procedure was successfully completed by using another new device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. A photo of an unraveled wire guide was provided by the customer on 13oct2025. Reviews of the documentation including the complaint history, device history record, drawing, quality control procedures, and instructions for use (IFU), as well as a visual inspection of the returned device, were completed during the investigation. One set was received for evaluation in a prior to use condition. The wire guide was unraveled from the solder joint; however, the solder and weld points were still intact. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient controls are in place to detect this failure mode prior to release. A review of the device history record (DHR) found three potentially relevant quality control discrepancies, in which 9 devices were scrapped prior to further processing. It should be noted that there were no other complaints associated with the final product lot number. Cook was unable to review product labeling, as this product is not supplied with an instructions for use (IFU) pamphlet. From a review of the dmr, DHR and returned product, cook could not find evidence suggesting the product was manufactured out of specification or that nonconforming product exists in house or in the field. Based on the information provided, examination of the returned product, and the results of this investigation, it was concluded that transport of the product contributed to the reported event. It is likely that during transport of the product, enough force or pressure was placed on the delicate device and caused the noted damage. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Additional information: b5, d9. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
A photo of an unraveled wire guide was provided by the customer on 13oct2025.